Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a circumflex (cx). A 24 x 3.00 promus premier select was advanced, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 90% stenosed target lesion was located in the tortuous circumflex. It was noted that there was damage to the struts of the stent, which occurred during the procedure. It was further reported that difficulty advancing the device occurred while attempting to cross the lesion. While inside the patient, and while attempting to deploy the stent, a shaft break was noticed. The stent damage was noted to have occurred while inside the patient, during the procedure. It was confirmed that there was an attempt to inflate the balloon on the stent delivery system. Contrast media was used during the procedure.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the results were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed the tip was stretched. A visual and tactile examination of the hypotube shaft found a shaft break at 108.5 cm distal to the distal end of the strain relief. Multiple hypotube kinks were also identified. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple shaft polymer extrusion kinks. The device was soaked overnight in the water bath at 37 degrees. An inflation aid used to attempt inflation of the distal section of the device. The device was inflated, held pressure and deflated (13 s) and stent deployed without issues. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a circumflex (cx). A 24 x 3.00 promus premier select was advanced, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 90% stenosed target lesion was located in the tortuous circumflex. It was noted that there was damage to the struts of the stent, which occurred during the procedure.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a circumflex (cx). A 24 x 3.00 promus premier select was advanced, but was unable to properly pass through the lesion and could not be deployed. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and stent damage was noticed. It was noted that stent deployment was not performed due to the observed damage on the stent struts. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.